Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1:(B)(6). E3: agent. G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a bladder stone removal procedure, a basket wire of an ncircle tipless stone extractor was discovered broken. The issue was discovered when the package of the device was opened, prior to patient contact, and it was not used on the a patient. The user cut the broken basket wire and found that the basket would not function. Another same device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation as reported, during a bladder stone removal procedure, a basket wire of an ncircle tipless stone extractor was discovered broken. The issue was discovered when the package of the device was opened, prior to patient contact, and it was not used on the a patient. The user cut the broken basket wire and found that the basket would not function. Another same device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in opened packaging. One basket wire was observed to be missing, separated at both distal and proximal ends of formation. It was reported the user cut the broken basket wire after it was discovered to have a broken wire. Additionally, a document-based investigation evaluation was performed. In response to this incident, the DHR for the reported lot was reviewed and no related anomalies were identified. A database search found no other complaints have been reported for the complaint device lot. The product specification for the ncircle tipless stone extractor was reviewed, and all extractors are verified to assure the basket opens and closes properly as well as visually inspected for damage. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_ntse_rev1 was reviewed, and the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause for the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.